Manufacturer narrative:
The device was returned/received to philips on 08/19/2024 for evaluation. The evaluation indicated that the xdr cpu board was defective and the device was scrapped. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. Reporting institution phone (B)(6).

Event description:
The issue was identified during implementation and prior to clinical use. During implementation the device was found to be faulty. The device was not in use on a patient at the time of the event. There was no adverse event reported.